Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra) visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and involved lot met manufacturer specifications at the time of release. Trending analysis by lot number was reviewed from 10/09/2016 to 04/07/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. Retains testing was not performed as the issue was identified as user error. The concomitant sterrad® 100nx was not evaluated since user error was identified to be the cause of the issue. The assignable cause of the issue can be attributed to user error. It was determined through follow-up with the customer, they were likely overloading the chamber of the sterrad which will cause the chemical indicator strips to not change appropriately. The customer re-ran lighter loads and the issue was resolved. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.